Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung leaf lobectomy procedure, the surgeon able to press the green button, but cannot squeezed the handle, and the device did not fire. They then used another handle to resolve the issue in order to complete the case. There was no patient injury.